Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported undetected upstream occlusion which was not reproduced. The upstream sensor was found to have failed which causes upstream occlusion detection failures. Failure to detect an upstream occlusion when one is present would prevent fluid from being delivered and result in a perceived under infusion. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to alarm for upstream occlusion. The pump was reported to have continued to run while occluded. This occurred during therapy with a volume to be infused of 1000 ml and only 600 ml actually infused (dose, medication, and rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.